Event description:
The customer reported the first (left) monitor screen was blacked out. This resulted ina total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The left monitor was evaluated and replaced. The system was tested, found to be working as intended and returned to service.